Event description:
IV pump alarmed fail and the tubing within the cartridge was opened revealing an expanding tubing which created a bulge at the plastic connection. Pump taken out of svc and reported to biomed for inspection. (B)(4).